Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Per tandem¿s pump user guide: you should avoid activities which could expose your pump to temperatures below 41ºf (5ºc) or above 98.6ºf (37ºc), as insulin can freeze at low temperatures or degrade at high temperatures.

Event description:
It was reported that a malfunction alarm occurred after the customer exposed the pump to high temperatures. The customer reverted to an alternate method of insulin therapy. There was no reported impact to customer¿s blood glucose level.